Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced no alarm even when infusion set tubing had an occlusion while the alarm was not mentioned. There is an absence of alarm occlusion. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1882.

Event description:
Updated summary: information received by medtronic indicated that the customer identified that battery cap damage was confirmed on the returned product.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (medical device problem code - 1260 has been added) with this report. Additional information regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm with audio tone alert functions properly during the basic occlusion test, occlusion test and force sensor test. Alarm-absence of occlusion alarm not confirmed. The pump was received without a battery. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, peeling serial number label, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. On the event date of 20-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 49000 (4.9 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 49000 (4.9 u). Perform the history review 1 week prior to the event date 20-jan-2025 in the pump history file and found a lost sensor alert on 01/14/2025, on 01/15/2025 and on 01/16/2025. Found 3 lost sensor alerts on 01/18/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs). Alarm-absence of occlusion alarm not confirmed. Damage-battery cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.